Event description:
Reporter indicated that the patient has experienced an increase in seizures beginning in 2001. The seizure activity is noted only at night while the patient is sleeping. It was reported that the magnet is no longer stopping the seizures. The patient was seen in the emergency room one week later with seizures occurring every thirty minutes. The patient was released with instructions to follow-up with the pt's physician. Two days later, the patient has seizures all night long and was unable to sleep.